Manufacturer narrative:
The insulin pump was received with no button response and not button error alarms due to corroded keypad traces. The device had cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer had just arrived from a water park and the device was disconnected from the customer and when attempted to reconnect, it alarmed. Customer's blood glucose was 158 mg/dl. Customer didn't recall any other significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.